Event description:
It was reported that the patient faced an event where an infusion set fell off on (B)(6) 2026, patient reported with high bg and being treated with correction bolus via pump harm code hc 23.01.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.